Event description:
It was reported, the patient experienced a "creepy feeling" and burning sensation at the ipg site when stimulation is on. It was also reported, the ipg turned on and off without prompting. An sjm rep met with the patient for reprogramming. The patient was advised to leave the scs system turned off until she recovers from the flu.

Manufacturer narrative:
Correction: this ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.